Event description:
It was reported that during the implant procedure, the right ventricular (rv) impedance and threshold measurements were high. It was also reported that it took more than 25 turns before the helix of the lead would extend. The lead was removed and a different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. It was noted that there was blood in the distal electrode. (B)(4).